Manufacturer narrative:
Reported issue of handle broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a variceal banding procedure performed on an unknown date. According to the complainant, the handle broke. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event.

Manufacturer narrative:
One speedband superview super 7 device was retuned for analysis. The velcro strap was returned. The ligator head was not returned. A visual examination of the device found that the suture was intact. The trip wire proximal loop was broken off and was not returned which had the crimp. The trip wire was caught between the spool and the handle bracket. It was noted that the trip wire was secured in the handle assembly slot. An examination of the handle assembly found the shank to be detached from the handle bracket. The ultrasonic energy directors of the shank and handle bracket were properly melted and the joint appears to have been properly ultrasonically welded. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a variceal banding procedure performed on an unknown date. According to the complainant, the handle broke. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event.